Manufacturer narrative:
The customer reported that their central nurse's station (cns) display is no longer showing any video. The display appears as it is turned on, but it is not showing anything. . No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) display is no longer showing any video. The display appears as it is turned on, but it is not showing anything.

Manufacturer narrative:
Details of complaint: on 03/22/2021, the customer at broward health reported that their central nurse's station (cns) display is no longer showing any video. The display appears as it is turned on, but it is not showing anything. Investigation summary: the customer reported that they resolved the issue through their own troubleshooting. No further issues have been reported regarding the unit in question. Details on resolution were not provided. Improper connection between the cns and the monitor would result in no display even when receiving power and turning on. The most likely root cause for this issue is user error. Without resolution from the customer, root cause cannot be determined. As this issue has an overall risk score of high, a CAPA is required per corrective action and preventive action process, sop07-003. Since the root cause was unable to be determined, no CAPA is initiated. Without a root cause, the counter measure to prevent recurrence cannot be performed. The following fields are not applicable (na) to this report: b2 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g7 g8 h1 summary report h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 b7 d10 attempt #1 04/06/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 04/13/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 04/20/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 g3 g6 h2 h6 h10

Event description:
The customer reported that their central nurse's station (cns) display is no longer showing any video. The display appears as it is turned on, but it is not showing anything.